Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with continuous glucose data indicating a low glucose value of 59 mg/dl trending steady and the user inadvertently navigating to an incorrect screen before returning to the main menu; the user noted recent cgm target adjustments and recurring late-night and pre-breakfast lows, and self-treated with oral glucose prior to contacting support. Symptoms included sweating and malaise, with occasional nocturnal sweats and irritability reported historically. Outcomes included recovery without further medical intervention, with glucose rising to 72 mg/dl and trending steady by the end of the interaction. Investigation included agent-guided assessment, user education on hypoglycemia management, review of recent target adjustments, and confirmation that the user declined additional therapy changes to allow adaptation. Investigation of this case revealed no device malfunction and suggested that ongoing adaptive learning and recent target changes could contribute to low glucose events, with cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.